Event description:
It was reported that during a hemicolectomy procedure, after taking the second bite, the device's blade was broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.